Event description:
Patient was implanted on (B)(6) 2020 and presented to the physician with a large bulge near the neck incision on (B)(6) 2020. No infection was found at that time and antibiotics were prescribed by the physician prophylactically. An infection subsequently developed and the physician surgically removed the inspire system on (B)(6) 2020 to address the infection.